Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that he applied the pod on his abdomen on (B)(6) at 10 pm. His blood glucose was in normal range until (B)(6) when it ranged from 300 to 385 mg/dl and he had emesis and diarrhea. His bg continued to rise, reaching 600 mg/dl. He changed the pod at 10 pm on (B)(6) and noticed that the cannula was out of the tissue, although the adhesive was not damp.